Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the balloon leakage were discovered during incoming inspection." No pt injury reported.